Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure the tip of the device was cracked. It was further reported that the surgeon could not find the tip.